Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator to exhibit backup vvi due to a depleted battery. Insufficient information was provided regarding the device settings during service life. Therefore, the expected longevity of the device could not be determined. The device exhibited normal electrical characteristics including normal current drain after connecting to an external power supply.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device reached elective replacement indicator on (B)(6) 2011. The device was replaced.